Event description:
Event description cpi received information that during the routine replacement of an implantable cardioverter defibrillator (ICD) for normal battery depletion, this lead was cut. The entire lead system was capped and abandoned; the replacement ICD was abandoned (because it was compatible with the original lead system) and a new pectoral lead sytem and ICD implanted. There were no allegations reported regarding the replacement ICD.